Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the pt was explanted due to an infection at the pocket site. The pt's symptoms were fever and pus. The physician left the leads implanted for future re-implant. The pt was prescribed IV antibiotics and long term oral antibiotics. The physician believes the infection is not device related but related to the pt not handling the wound care.